Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (moisture ingress) issue. The reporter alleged that the pump was losing power intermittently. It was noted that there was moisture/corrosion in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 ¿ additional information: on (B)(6) 2014, the reporter alleged that the battery cap threads were stripped. This allegation was reported in addition to the power issue reported on the initial report. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/24/2014 with the following findings: a review of the pump¿s black box history showed that unexplainable power reboots were recorded. Visual inspection revealed that the battery compartment was cracked from the threads to the cover. There was no evidence of moisture found in the battery compartment. No battery cap or cartridge cap was returned with the pump. A test battery cap was able to be fully secured to the pump and was used complete all testing. The pump was exercised for 24 hours with no power interruptions occurring. A leak test was performed and a battery compartment leak was found. The pump case was removed and no evidence of internal moisture was found on the printed circuit board or any other internal components. There was no damage to the power circuit observed. The complaint that the pump was losing power intermittently was observed in the pump history but was not able to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.